Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were leaking when 5mm graspers and the 5mm suction irrigator was used. Two other trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the only information available at this time is the device did not dispense clips when fired. Case was completed with same/like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.